Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed that the motor assembly and bearings were damaged. The bearings and motor assembly were replaced, and the drill was returned to the user facility.

Event description:
It was reported that the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.